Event description:
Customer reported the insulin pump alarmed no delivery. Customer does not remember blood glucose level at the time of event. Customer was unable to troubleshoot because she did not have the set that cause the alarm. Customer was advised to do a complete set change as soon as possible. Customer stated she was sure the alarm was due to an empty reservoir. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.